Event description:
A patient reports while wearing a pod their blood glucose level had was low. The patient reports they had called an ambulance. Medical treatment information is not available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.